Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 4 of 5 on the home choice (hc). The caregiver (cg) needed assistance with the se 2240. The technical service representative (tsr) explained the se 2240 to the cg and had the cg cycle the power on the hc. The tsr advised the cg that the hp must either start over with all new supplies on the hc or use manual supplies to complete therapy, and to contact the peritoneal dialysis nurse (pdn) right away to notify of the alarm. There was patient involvement. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is not confirmed because the disposable set was not returned to baxter for evaluation, the lot number was not provided for a batch review and the user did not describe any types of use errors or other issues that might have caused the reported event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause is undetermined.